Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Report source: (B)(6) adverse incident report reference no (B)(4) submitted to (B)(6) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an advantage fit procedure performed on (B)(6) 2014. Reportedly, the patient experienced mesh erosion due to the implanted device. The patient visited the clinic and presented with the symptoms of pain and dyspareunia. Conservative treatment and e2 cream were given to the patient. In 2017, the patient underwent revision surgery for trimming of eroded mesh. The patient condition is currently well but symptomatic of mesh erosion, and is due to be taken to tertiary center for mesh removal.